Event description:
It was reported the customer received the following results on the guide meter, compared to a professional meter, within 10 minutes: "hi" mg/dl (guide meter) and 240 mg/dl (paramedic's meter). The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.